Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Skin of the lip tends to be pulled [lip injury], skin of lip (tends to be pulled,) which is unpleasant [oral discomfort], what I noticed about these brushes was that sometimes the skin of the lip tends to be pulled, which is unpleasant [injury associated with device], while brushing, the brush suddenly flew off the handle [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while he/she was brushing with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b power oral care refills precision clean flew off the handle. The consumer asserted that the brush almost shot down his/her throat. The consumer stated that the brush was in use for about 2.5 weeks. No symptoms developed. On 11-oct-2016 received follow-up e-mail from consumer: the consumer reported that what he/she noticed about these brushes was that sometimes the skin of the lip tended to be pulled, which was unpleasant; he/she asserted that this was something he/she had never experienced with other brushes before. The consumer stated that the packaging had been thrown away, but it concerned a pack in which there were 4 brushes. The consumer still had the brush that had flown off the handle. As far as he/she knew, the brush hadn't fallen, and he/she explained that he/she rinsed it under a tap, with the brush still attached for a moment. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 23-nov-2016 product investigation results: reporter returned one toothbrush head on 22-nov-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Skin of the lip tends to be pulled [lip injury], skin of lip (tends to be pulled,) which is unpleasant [oral discomfort], what I noticed about these brushes was that sometimes the skin of the lip tends to be pulled, which is unpleasant [injury associated with device], while brushing, the brush suddenly flew off the handle [device breakage], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while he/she was brushing with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b power oral care refills precision clean flew off the handle. The consumer asserted that the brush almost shot down his/her throat. The consumer stated that the brush was in use for about 2.5 weeks. No symptoms developed. On 11-oct-2016 received follow-up e-mail from consumer: the consumer reported that what he/she noticed about these brushes was that sometimes the skin of the lip tended to be pulled, which was unpleasant; he/she asserted that this was something he/she had never experienced with other brushes before. The consumer stated that the packaging had been thrown away, but it concerned a pack in which there were 4 brushes. The consumer still had the brush that had flown off the handle. As far as he/she knew, the brush hadn't fallen, and he/she explained that he/she rinsed it under a tap, with the brush still attached for a moment. The case outcome was unknown. No further information was provided.